Event description:
Customer reported she experienced low blood glucose of 37 mg/dl; she took two glucose tablets and another two later and blood glucose value went to 120 mg/dl. Customer was trying to calibrate but could not do it because her reading were changing. Customer also complained about sensor reading discrepancies. She stated that her blood glucose value was 82 mg/dl and the sensor glucose was 107 mg/dl and was not showing signal. Customer was advised to turn off and back on the sensor feature and reconnect to old sensor. Last blood glucose value was 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.